Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon is still in the body- vagina foreign body in reproductive tract, stomach pain abdominal pain upper. The string was gone - tampon device breakage. Case narrative: consumer reported via phone that the tampon is still in her body and cannot be found. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon is still in the body- vagina [foreign body in reproductive tract]. Stomach pain [abdominal pain upper]. The string was gone - tampon [device breakage]. Case narrative: consumer reported via phone that the tampon is still in her body and cannot be found. No serious injury reported.